Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited an insulation anomaly and sensing anomaly. The lead was explanted and replaced. No further information was available.

Manufacturer narrative:
(B)(4)

Event description:
New information on (B)(6) 2016 stated that the lead exhibited impedance issue, noise, and insulation anomaly. The patient was in stable condition post operation.